Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing . The patient was brought back into the clinic for treadmill testing. Unable to reproduce the issue even with a rate high. The physician wanted to keep primary vector sensing. It was also recommended adding some intervals to smart charge to allow the device more time to make a decision to treat. Currently, this product remains in service and no additional adverse patient effects were reported.